Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that an automated impella controller (aic) displayed a controller failure alarm following power up. The power was cycled to troubleshoot the issue, but the alarm remained. The device was swapped as a result of the failure. There was no patient involved.

Manufacturer narrative:
H.6 type of investigation code 4114 device not returned was report on the original manufacture device report (MDR) inadvertently. The device was returned. Therefore, code 4114 should not of been reported. H.10 the additional manufacturer narrative on the original MDR stated that the device was not received from the customer and it was. The additional manufacturer narrative should of read as: : the impella device was received from the customer and an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.